Event description:
It was reported that the pump became unresponsive at 35% battery life. Although the pump was able to beep and vibrate, it remained unresponsive. The customer's blood glucose level was impacted (307-340 mg/dl). The customer did not have alternate insulin therapy available at the time of the event and stated that they would obtain alternate insulin delivery.

Manufacturer narrative:
The investigation has been completed and the reported issue was confirmed. In addition, a different issue was also found.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.